Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had blank display as well as replace battery alert. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states insulin pump was draining battery in three hours. Customer states the display was not blank less than 30 seconds or did not return. Customer states display was blank currently. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states display returned after insulin pump restart. Customer states the insulin pump has not been dropped or bumped recently. Customer states the insulin pump has not been exposed to moisture recently. Customer states they were at work and insulin pump had power loss error. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. The customer states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within specification. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing. Device was received with case cracked behind the device at the corner of the belt clip rails and cracked battery tube threads.